Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the insulin pump may have been exposed to perspiration. The customer stated she removed and reinserted the battery, received a no delivery alarm, the reservoir was empty, and was able to give herself a bolus. Her blood glucose level was 146 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.